Event description:
Risk manager at the hospital, reported the following event :"during a procedure for implantation of a total hip prosthesis, while preparing the patient's femur, fracture of the base of the bur. The bur was pushed into the distal part of the femur, near the knee, in order to facilitate its potential removal." No adverse consequences and no delay were reported by the customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation

Event description:
Risk manager at the hospital, reported the following event: "during a procedure for implantation of a total hip prosthesis, while preparing the patient's femur, fracture of the base of the bur. The bur was pushed into the distal part of the femur, near the knee, in order to facilitate its potential removal." No adverse consequences and no delay were reported by the customer.

Manufacturer narrative:
An event regarding fracture involving a kerboull impactor was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection was performed as part of the material analysis report (mar). The mar indicated "the parts were examined with the aid of a stereo microscope at magnifications up to 50x. The fractured surface of the reamer tip is was viewed." The mar concluded: "the reamer fractured in overload. Eds showed the reamer tip was consistent a 400 series stainless steel alloy. No material or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: not performed as no medical records were provided. No adverse consequences to the patient were noted. Device history review: the reported device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events reported for this manufacturing lot. Conclusions: a material analysis concluded that "no material or manufacturing defects were observed on the surfaces examined". No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
Risk manager at the hospital, reported the following event: "during a procedure for implantation of a total hip prosthesis, while preparing the patient's femur, fracture of the base of the bur. The bur was pushed into the distal part of the femur, near the knee, in order to facilitate its potential removal." No adverse consequences and no delay were reported by the customer.